Event description:
It was reported that the patient had a catheter revision done due to decreased pain relief. The catheter segment at the spine level detached and a new spinal segment was placed. There was no injury and the patient recovered without sequela. The pump delivered fentanyl.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709sc, serial # (B)(6), implanted: (B)(6) 2011, explanted: unknown, 8835 personal therapy manager, serial # (B)(4). The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the returned catheter revealed a break in the catheter body. The break was 6cm away from the attached anchor and the catheter was deeply compressed in this area; there was no circular shape on the lumen.